Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of cardiogenic shock and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer noted that the inability to grasp the leaflets was not indicative of a device issue but of the challenging leaflet pathology. The patients death was a result of the underlying condition and challenging pathology and not a device issue. All available information was investigated and the reported difficulty grasping appears to be related to challenging patient anatomy and poor imaging conditions during the procedure. The reported cardiogenic shock and subsequent patient death appear to be related to the patients underlying condition and possibly related to the long anesthesia time. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, the case information was clarified: on (B)(6) 2016, a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The first clip delivery system (cds 60125u146) was advanced to the leaflets. Grasping was difficult due to the anatomy and imaging; therefore, the cds was removed. A second clip delivery system (cds 60125u137) was advanced to the mitral valve leaflets to be sure that it was only the anatomy causing difficulty, but grasping was still difficult. The leaflets could not be grasped and the procedure was discontinued. On (B)(6) 2016, the patient died due to cardiogenic shock with low output and worsening left heart insufficiency with decreased ejection fraction of 10-12%. It was suspected that the long anesthesia time of the procedure may have contributed to the death. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is conservatively filed to report that post mitraclip procedure, the patient died. On an (B)(6) 2016, a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. Two clips were attempted, but the leaflets could not be grasped and the procedure was discontinued. The patient died (not immediately) this week. No additional information was provided.